Event description:
The customer reported out of range normal control solution test results with test strips. On 12/17/96, she opened the second bottle from a box of fifty and performed a normal control solution test. The result was 5 mg/dl. The customer immediately called the co's customer support line and, with the representative, performed two back to back normal control solution test. The results were 2 and 7 mg/dl versus a normal control solution range of 110-167 mg/dl. The control solution, normal control solution, lot #a-v1176-b, expiration 9/98, was openend one week ago and was shaken vigorously before the sample was applied. A check strip test was performed with the representative. The result was 81 versus a check strip range of 70-96. The customer stated that the first bottle performed accurately. The desiccant is in the open bottle. The customer stores the test strips in the bedroom.